Event description:
It was reported that the lead demonstrated loss of rv capture. The device was configured to lv pacing only. The loss of capture was identified three days after the initial implant in which the physician decided to reposition the lead. Failure to capture in the right ventricle was reproducible. All other measurements including sensing, pace/sense impedance, hvli remained stable. The lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.